Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the surgeon felt that the clips were not closing down tight and not secure enough. The device came from laparoscopic cholecystectomy fdc16 kit. There was no consequence to the pt.